Manufacturer narrative:
Method/results/conclusion codes have been updated to reflect new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the ins failure was a normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to an implantable neurostimulator (ins) failure the patient could not do activities of daily life with significant communication and intake limitation. Interventions included a replacement of the device. The event resulted in an in-patient hospitalization.